Manufacturer narrative:
(B)(4).

Event description:
The patient was seen for her first post operative visit. The patient felt shocking from her pump 2-4 times a day for several minutes at a time. The shocking occurred over the pump/catheter connection and catheter access port site. The patient noted this approximately one month after the pump was implanted. The pump logs did not indicate anything unusual. The physician sated it was too soon to tell if the pump was helping with spasticity. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.